Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 141 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.